Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that, at the pharmacy, the expiry date mentioned on the primary package of the mesh bag was different from the one on the secondary package. There was no patient involvement. No further information is available.

Manufacturer narrative:
A picture of the outer box package and a picture of the back vicryl mesh bag foil package was received. Expiry data on outer box package and on traceability label (on the back of the foil package) are correct. The outer box shows the correct expiry date 2016-12 which is always related to the expiry date of the measure tape component. The traceability label on the back of the foil package shows the correct expiry date 2017-06 of the mesh bag component.